Event description:
Thermistor damaged or out of spec; male patient arrived in ICU at 7 pm in 2009, following cardiac surgery with a swan ganz catheter insitu. One cardiac output reading was taken successfully. Later, temperature reading from thermistor seemed to malfunction. Temperature readings became unstable and changed on a regular basis for no apparent reason. Cables/connections were checked and found to be in good order. Staff in ICU were unable to take further cardiac output readings because core temperature reading from thermistor remained unstable and unreliable.

Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. No visible damage to catheter body. Thermistor connector was opened with no visible inconsistencies, slack was visible inside the connector.